Event description:
The pt broke out in painful blisters that became shiny and red after wearing the walker for one week. Now the whole leg is split and/or cracked open in places pt's dr prescribed an ointment yesterday. Pt is also diabetic. Pt wants to know the material make-up of the device. The product number may be incorrect. It was determined by the description of the product given to staff person by the pt. Replacement of b-product and 1 roll stockinette will be sent overnight. Ups will pick up product for return to the co.